Event description:
Information received from the field does not address the patient's clinical status but notes a "broken lead" and high lead impedance. The lead could not be removed due to ingrowth of the lead tip.~~~~~~~~~